Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. X-ray review by mmi states that there is implant disassembly of the femoral component at the level of the collar and misalignment of the tibial-femoral articulation is noted. The tibial and femoral stems do not appear loose although the entire tibial stem is not visualized. The surgical technique for oss distal femoral replacement on page 53 states that after impaction, thread the large head/small thread locking screw packaged with the stem, through the femoral component with a 3.5 mm short driver. In this case it appears that the initial surgeon did not assemble the screw properly which lead to the implants disassociating. During revision surgery, the surgeon removed the previously incorrectly assembled screw from the stem and re-impacted the distal femur to the stem which is an off label use (re-use of a single use device). If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown distal femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03982.

Event description:
It was reported that the patient underwent left knee arthroplasty on an unknown date. Subsequently, the patient experienced disassociation between the distal femur and stem. The patient then underwent an additional surgery where the surgeon removed the screw from the stem, cleaned the tapers, and reimpacted the distal femur to the stem.